Manufacturer narrative:
Strips that produced result of 218mg/dl: 549115, expire 9/30/07, cat# 2030365.

Event description:
Customer reportedly obtained a result of 173mg/dl while the hospital's device read 37mg/dl within 10 minutes. With a different vial of test strips, customer obtained a result of 218mg/dl while the hospital device read 64mg/dl within 10 minutes. Customer was given juice to elevate this blood glucose. No medical treatment received. Quality controls were used on lot 549115 and fell within acceptable limits. Requested return of suspect device and replacement was sent.